Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated, and no abnormality was found in the subject device. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon occurred temporary and accidentally, and which might be attributed to a superposition of the high frequency signal from the high frequency device to the video cable of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure using the subject device, while the non-olympus electrosurgical unit was activated the severe horizontal noise was appeared on the endoscopic image. The user facility continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event.